Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user expressed concern about nighttime low blood glucose, stating the ilet delivered insulin when she was low, though device data showed insulin suspension as glucose trended downward and the lowest value observed was 76 mg/dl. Symptoms included perceived hypoglycemia without documented blood glucose below 70 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device data and user education on system behavior and glucose targets. Investigation of this case revealed the device suspended insulin appropriately to mitigate further glucose decline, with no alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.